Event description:
It was reported that ventilator stopped working abruptly while ventilator was in use at pt's home. Motor fault alarm was given. Pt was manually resuscitated until he was transferred to other ventilator. Distributor reported that the piston rod shaft in the pump was found to be broken. Please note that no permanent injury was reported in this case.

Manufacturer narrative:
Respiratory therapist.